Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog . Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using trurapi insulin with the pump. Tandem customer technical support informed customer that trurapi insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. Customer's blood glucose level was 360 mg/dl.